Manufacturer narrative:
This report is being filed to provide additional information. Investigation: per terumo bct's medical review, the device did not cause or contribute to this incident. Root cause: review of the rdf and associated interface images for this procedure confirmed the presence of mild clumping in the connector starting approximately 30 minutes into the procedure (as calculated from the time the ¿start¿ button was pressed) and persisting at a low-level for an additional 125 minutes (155 minutes total elapsed time). Per the complaint description, the pinched ac line was noticed shortly after the first ¿ac container is almost empty¿ alert, which was generated at approximately 126 minutes elapsed time. The operator appropriately corrected the position of the ac line and decreased the inlet: ac ratio and the clumping dissipated for the remainder of the run (307 minutes).

Manufacturer narrative:
Investigation: the customer stated that they visually checked the acda bag and noted that 100 ml out of 750 ml acda was used during the procedure. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a stem cell collection procedure, they received several alarms. While the operator was checking the collection set, she noticed that the acd-a tubing line was pinched between the IV pole and blood warmer. Per the customer, the patient required an extended unplanned stay at the hospital for a second stem cell collection procedure. Patient information and outcome are not available at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf and associated aim interface images for this procedure confirmed the presence of mild clumping in the connector starting approximately 30 minutes into the procedure and persisting at a low-level for an additional 125 minutes. Per the complaint description, the pinched ac line was noticed shortly after the first ¿ac container is almost empty¿ alert, which was generated at approximately 126 minutes elapsed time. The operator appropriately corrected the position of the ac line and decreased the inlet:ac ratio and the clumping dissipated for the remainder of the run. The signals in the rdf indicate that the ac fluid detector was functioning as intended, as the sensor saw fluid in the ac line during ac prime, at the beginning of the procedure, and throughout the run. Furthermore, during ac prime, the system uses the inlet pressure sensor to verify that the ac line is not initially occluded. Once the procedure is started and patient blood and ac are brought into the manifold via the inlet and ac pumps, there is no way for the optia system to differentiate between the types of fluid being brought into the cassette. Consequently, the inlet pressure sensor is no longer able to check ac fluid presence during the procedure. There were no alarms during ac prime to suggest an occlusion was present in the ac line at the start of the procedure; therefore, it is suspected that ac line became pinched at some point after the run had started. Because the line contained fluid at the start of the run and the line was obstructed between the drip chamber and the filter, the line continued to contain fluid in that portion and the ac detector never saw air. Thus, the system did not alarm. Investigation is in process. A follow-up report will be provided.

Event description:
Patient's gender and weight were obtained from the run data file (rdf).

Manufacturer narrative:
This report is being filed to provide additional information . A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer.

Manufacturer narrative:
This report is being filed to provide corrected information. Investigation is in process. A follow-up report will be provided.